Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(6). (B)(4). Field service specialist visited the account. He observed that when turning laser on, error 209 came up. Objective enconder support was loose. Screws were tightened, and stepper assembly had its limits configured again. Fss did z- calibration and z-scale. Laser tested with gel and released for surgeries. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Account reported that procedure performed normally by laser with no errors. When lifting the flap, on pedicle entry, flap was perforated towards corneal anterior side. The flap felt thinner than expected. The procedure was aborted without lifting the flap. Surgeon reported he is waiting patient's recovery.